Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signa lout of phase. Unable to unable to perform the displacement test, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to motor error alarm. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.